Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that proximal stent rows 1-2 were damaged and stent struts were lifted and pulled distally. The first distal stent row was slightly flared. The undamaged crimped stent outer diameter (od) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted however balloon cones appear slightly misshapen due to proximal and distal stent damage. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. A review of documentation was performed to ensure that all required in-process and final inspection and testing have been completed and all acceptance criteria are met prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2017. It was reported that crossing difficulties were encountered. Coronary angiography was performed which revealed a 90% stenosed target lesion located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed using a 2.5 x 20mm non-bsc balloon catheter, a 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed, several ballooning was performed, and a 2.75 x 38mm non-bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal and distal stent damage.